Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer reported and new cartridge would be loaded onto the pump to resume insulin delivery, and declined further assistance from tandem technical support.